Event description:
It was reported to the rep by a patient. Patient underwent repair of multiple ventral hernias. The procedure was performed laparoscopically and proceeded uneventfully. She was discharged the same day. She was readmitted the following day (24 hours after discharge) with abdominal pain. She was taken to the or where an exploratory laparotomy was performed and the operative findings included three perforations of the small bowel. The patient died . It is unknown at this point as to whether an autopsy will be performed.

Manufacturer narrative:
Information not available, device not returned for analysis.